Manufacturer narrative:
(B)(4). Date sent: 04/29/2021. D4: batch # u5e62f. H6: component code = others (g07). This is an analysis for photos submitted for evaluation. During the visual analysis of the photos, the following was observed: the photos show tissue and however no malformed staples could be observed. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to the pi lab for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the closing trigger and anvil in closed position, with no apparent damage and with nine reloads present. The reloads were received fully fired. In addition, one reload (gst45w) was noted body damage on the side-flange. It possible that handling by the customer could damage on the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gi procedure, there was poor staple formation in the gastrojejunal anastomosis. Surgery was delayed by fifteen minutes, however procedure was successfully completed and there was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2021. D4: batch # unk. H2: additional information received: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.